Event description:
It was reported that while changing the barcode labels on the bd kiestra¿ inoqula+¿, the printer cover slammed down on the technician¿s three (3) middle fingers. The technician reported to nurse/occupational for evaluation. Wherein it was reported there was no evidence of broken bones, but bruising was noted. No pain medication was administered, no additional patient information was reported.

Manufacturer narrative:
Investigation summary: it was reported that the table top hood above the sato printer of the inoqula (serial number (B)(6)) would not stay up. One lab technician was injured due to the cover slamming down on her fingers. A field service engineer (fse) went onsite and found that the gas springs on the hood were worn out. This confirmed the complaint. The fse replaced the gas springs and spring clips. This solved the issue and the system was functioning correctly again. CAPA (B)(4) was opened on 30 april 2019 for a similar issue with a falling hood due to worn gas springs. Correction at customer location has taken place, by replacing the gas springs. Further corrective actions will follow from the CAPA.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while changing the barcode labels on the bd kiestra¿ inoqula+¿, the printer cover slammed down on the technician¿s three (3) middle fingers. The technician reported to nurse/occupational for evaluation. Wherein it was reported there was no evidence of broken bones, but bruising was noted. No pain medication was administered, no additional patient information was reported.